Event description:
It was reported that the patient experienced a return of symptoms and wanted their device checked. It was noted that the patient was "currently in the hospital and unable to visit her physician." It was further noted that the patient was "unable to heat and had diarrhea and feeding tube problems." It was noted that the patient was also vomiting. The patient had not had their device checked in 6 months. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 435135 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: product type lead product ID, 435135 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: product type lead. (B)(4).

Event description:
Additional information received reported that the patient's health care provider had no information about the event. The reporter stated that the event was not reported to the health care provider. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).